Event description:
Reporter alleged, obtaining a discrepant blood glucose value of 23 mg/dl back to back with a result of 97 mg/dl, when testing was performed within 10 minutes on the compact plus system. Reporter stated, that at a different time another comparative test of 28 mg/dl was performed back to back with results of 24 mg/dl and 85 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter self-treated with orange juice and called her doctor after the second back to back comparisons were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.